Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that liquid foreign matter was found in the bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6347540. Customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 6347540. Customer states that foreign liquid was in the syringe. The returned syringe was examined and no liquid was observed inside the syringe and no liquid came out of the syringe when fully depressing the plunger rod. As per manufacturing, a review of the device history record was completed for batch #6347540. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200678402] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.